Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported they could not get the patient¿s interstim device to work, the screen showed a picture of a doctor with a stethoscope. It was noted the caller was transferred to patient services. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller had changed the batteries in the programmer and when they checked the patient¿s implant they saw a power on reset (por) message. The caller stated they first saw the por message the day of the call, but they didn¿t think the implant had been checked for a while, so it probably hadn¿t been working for a long time. The caller was redirected to a healthcare provider. No patient symptoms were reported. No further complications were reported.